Event description:
It was reported the patient had an infection and the neurostimulation system was removed. The reporter stated it was unknown if the entire device or partial device was removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).